Manufacturer narrative:
(B)(4).

Event description:
Rep states there is difficulty in communicating with the ICD. Patient was moved to a new location in case emi was a factor, but they were met with the same results. Later, another rep called back with additional information. A renamic programmer wand placed directly over device did not trigger any green communication indicators. Multiple attempts were performed with manipulation of device wand to communicate with ICD with negative results. On previous check battery voltage was at 2.60 volts.

Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the device could not be interrogated, confirming the clinical observation. The ability of the device to deliver therapies was verified, however, the therapy functions were not available. Therefore the ICD was opened to inspect the inner assembly and to check the functionality of the electronic module. The visual inspection of the inner assembly showed no anomalies. The battery was found to be depleted. The current consumption of the electronic module was directly measured and found to be elevated. In a next step, the electronic module was attached to an external power supply and the eos status was removed with a technical programmer to verify the ability of the device to deliver therapies. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption, draining the battery. This led to the clinical observation. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process. It is therefore assumed that the damage occurred after the device shipment, however the date of occurrence was not determinable.